Event description:
A physician called on (B)(6) 2014 indicating that his wand would not power on. He stated that he was unable to see the green light when he tapped the reset buttons. When asked if there was an available replacement 9v battery for troubleshooting, he found a 9v battery and stated that the programming wand successfully powered on once it was replaced. Clinic notes authored by the initial reporter were received on 11/17/2015 indicating that the aforementioned physician's ns system was reportedly not working. The exact device and nature of the event is not yet known, as no further details are provided. It is not known whether this relates to the previous troubleshooting that occurred. Attempts for additional relevant information have been unsuccessful to date.